Event description:
The patient was programmed with a bridge bolus that was to have been administered over 2 days, but instead was given over approximately 2 hours. The patient was taken to the emergency room the next morning. Did not require intubation and ventilation and was reported as stable. The hcp planned to observe the patient closely in-house and to reduce dosage of the compounded intrathecal baclofen back to 400mcg/day. A follow up report will be sent when additional information is received.